Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the power supply and verified the instrument was operational. The cause of the smoke emitted from the advia centaur xp instrument was a malfunction of the power supply. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The laboratory was not evacuated and the fire department was not called for this event. The laboratory personnel did not require medical treatment due to the smoke.

Manufacturer narrative:
The initial MDR 2432235-2017-00080 was filed on january 25, 2017. Additional information (01/31/2017): there was a delay in reporting patient results due to the power supply failure. Additional information (02/01/2017): the delay in reporting patient results did not affect patient care.

Event description:
There was a delay in reporting patient results due to the power supply failure. The delay in reporting results did not affect patient care.